Event description:
Philips received a complaint on the v60 ventilator, indicating that there was an issue with the locking caster of the stand. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that a caster had unattached from the v60 stand. The rse provided the customer with the part information for the locking caster. This investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted on 29may2024, 04jun2024, and 11jun2024 to obtain confirmation of the part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device the investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.